Manufacturer narrative:
The reported event of system error and shut down file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA: (B)(4). The customer stated that there was no patient involved.

Event description:
The customer reported that users have observed system errors described as red screens on the pc units where the system shuts down or the channel shuts off. The user then disconnects and reconnects the channel, and then reprograms the infusion. If no other issues are observed, the event is not reported to biomed. No patient harm was reported.